Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The prograsp foreps instrument was analyzed and found to have a frayed grip cable at the distal end.

Event description:
It was reported that the customer experienced an issue with an intuitive product. The customer reported event has no report of patient injury. On 05/01/2025, intuitive surgical, inc. (Isi) received voluntary medwatch user facility report (B)(4) stating: scrub tech noticed a wire poking out of the wrist of the prograsp instrument during the case. Medical doctor (md) noted there were no issues with the instrument's ability to work. Procedure was paused and the instrument was removed. Once removed from the body, the wire came off of the instrument. Scrub tech noticed that the wire was not completely broken but had partially sheared off. The abdomen was checked by md with the laparoscopic camera and no other pieces of instrument were seen.